Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition that the device was not locking on the drill bit was not confirmed. However, during in house engineering evaluation it was determined that the attachment device had excessive vibration. The assignable root cause of this condition was determined to be due to component damage caused from normal use and servicing over time, the failure was caused by worn out bearings and gears. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device was not locking on the drill bit. During in-house engineering evaluation it was observed that the attachment device had excessive vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.